Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm constant tone. Customer's blood glucose at time of incident was 442 mg/dl. The customer was asleep when received the constant tone. The customer stated the device alarm no delivery. The customer stated the alarm did clear successfully by pressing esc/act. The customer was assisted in performing self-test and it failed because unable to do anything, screen black with constant tone. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty component on the mother board. Unable to perform excessive no delivery test due to frozen display. The insulin pump had minor scratches on the lcd window.